Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a stenosis at the ostium of the left main coronary artery. There was resistance with the anatomy during advancement and direct stenting was attempted to be performed with the 4.0x12 mm xience skypoint stent delivery system (sds), however, when inflating the balloon at 2 atmospheres, the balloon leaked. The sds was removed with the stent still attached [failure to deploy]. Pre-dilatation was then performed and a non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual dimensional, and functional inspection were performed on the returned device. The reported difficult to advance could not be tested as it was based on operational context. The reported material rupture and activation failure including expansion failures were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.